Manufacturer narrative:
(B)(4). Date of event is estimated. The event of lead explant was reported to abbott. The ipg was explanted due to insufficient therapy. One lead and one extension was explanted and left lead remained implanted. Patient requested explant of everything and to be free of material. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18178, 1627487-2021-18180. It was reported the patient experienced ineffective stimulation. In turn, the ipg was explanted on (B)(6) 2017. Additional information indicates one lead and one extension were also explanted on (B)(6) 2021.